Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 90 to 105mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is approximately a week ago. The meter memory was reviewed for previous test result history (date / time not set): the 121mg/dl (B)(6) 2017 01:04 pm fasting: yes, the 137mg/dl (B)(6) 2016 07:00 pm fasting: yes, the 92mg/dl (B)(6) 2016 06:03 pm fasting: yes, lo (B)(6) 2016 11:41 am fasting: yes, the 133mg/dl (B)(6) 2016 01:36 pm fasting: yes.